Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to unknown product performance anomaly and a new lead was implanted. No additional adverse patient effects were reported. Additional information indicated that this ra lead was surgically abandoned due physician potentially sutured around the helix of the lead and caused damage. Also, it was observed that the lead would no longer capture, sensing and had impedance changes.

Manufacturer narrative:
The lead was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unintended use error caused or contributed to event.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to unknown product performance anomaly and a new lead was implanted. No additional adverse patient effects were reported. Additional information indicated that this ra lead was surgically abandoned due physician potentially sutured around the helix of the lead and caused damage. Also, it was observed that the lead would no longer capture, sensing and had impedance changes.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to unknown product performance anomaly and a new lead was implanted. No additional adverse patient effects were reported.